Event description:
It was reported that the device battery voltage did not change even though the device was nearing elective replacement indicator. The battery impedance had significantly risen since the last remote monitoring transmission. It was suspected that the reed switch was stuck open. The device will be explanted. No patient complications have been reported as a result of this event. The device was explanted and replaced.

Event description:
It was reported that the device battery voltage did not change even though the device was nearing elective replacement indicator. The battery impedance had significantly risen since the last remote monitoring transmission. It was suspected that the reed switch was stuck open. The device will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage was noted with diagnostics problem. Suspected stuck reed switch.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.